Manufacturer narrative:
Our field service engineer (fse) investigated the system and the reported failure was reproduced. According to the information provided by the fse, the cause of the failure has been water presence in hospital's central air supply system. The fse checked the air gas line and it was noticed that the water did not pass through the filters on the gas module. No device damage was noticed and no parts were replaced. Moisture in an air gas module may affect the electronics inside the gas module. The air gas module regulates the air gas flow and a fault in the air gas module may lead to an inaccurate gas flow regulation. This will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/28/2014. Corrected manufacture date: 10/10/2012.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the anesthesia workstation did not pass the system check out. There was no patient involvement. Manufacturer's ref #: (B)(4).